Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that tip detachment occurred. A direxion catheter was selected for use in the liver. During the procedure, it was noted that the tip of the device fractured. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. Visual and microscope inspections were performed. Shaft fracture and separation at hub were noted and there was no damage to tip. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that tip detachment occurred. A direxion catheter was selected for use in the liver. During the procedure, it was noted that the tip of the device fractured. The procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.